Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jun2020.

Event description:
The biomed reported a check vent alarm when powering on the unit. The customer contacted product support and the field service engineer (fse) , informed the customer that a po is required, prior to service, in the event that the power management (pm) board is not the fault. Per the service manual, recommended repair is power switch overlay, pm board or user interface (ui) board. The customer declined to provide a purchase order (po), stated that he will order the part. The customer reported that the unit was not in use on a patient. The customer declined to provide a purchase order (po) and will order the part to repair the unit.